Event description:
The manufacturer received information alleging a patient with a ds2adv auto CPAP has passed away. Additional information has been requested regarding the details of the reported death. The device was returned to the third-party service center and was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.